Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, d4 d8, g3, g6, h2, h3, h4, h6. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: due to water leak in plug unit, the endoscopic image cannot be displayed. Based on the results of the investigation, the definitive root cause of the issue could not be determined, it is likely the following led to the malfunction: damage or deterioration of parts due to wear and tear. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited water leak in plug unit and endoscopic image cannot be displayed. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had scope communication error. The issue occurred during unknown procedure that was completed with an olympus back-up device. There were no reports of patient harm.